Event description:
A customer reported that the unit of measuement setting on their unlocked freestyle flash blood glucose monitor changed. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed. Investigation in process.